Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (ICD), (B)(6) 2010; 5076 implantable pacing, lead (B)(6) 2003; 6947 implantable tachy lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) and premature battery depletion was suspected. It was further reported that during the device replacement procedure the physician noted an insulation break in the left ventricular lead and low impedance measurements were observed. The device was explanted and replaced. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.